Event description:
Per the clinic, the patient experienced a skin overgrowth around the abutment. The patient underwent revision surgery to excise the excess skin (date not reported). The implanted device remains.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2013. Implanted device remains.

Manufacturer narrative:
Implanted device remains.